Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The system was tested and found to meet product specifications. The system was manufactured on november 23, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported several system messages were displayed during a vitrectomy procedure. The system locked and the case was not completed.

Manufacturer narrative:
A pneumatics module received for evaluation. A visual assessment of the exterior of the returned sample did not reveal any nonconformity. The returned unit was then disassembled and signs of fluid ingress were observed within the module. Fluid ingress can likely occur if the customer fails to insert the included plunger into the extraction syringe. This ingress can then result in a system message (sm). The root cause of the reported event of system message can be attributed to fluid ingress in the pneumatic module. (B)(4).